Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd did not receive samples or photos from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes had low draw.